Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing and oversensing which may have resulted in the false detection of pause and bradycardia episodes. The device remains in use. No patient complications have been reported as a result of this event.